Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2006. The lens was piggy-backed with another lens and the patient experienced a posterior luxation due to the lens fell back. Additional information has been requested but to date none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
.